Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted.

Event description:
On (B)(6) 2025 the patient called inogen, to report that his g5 concentrator battery was discharging rapidly. Patient stated due to this incident they had to go to the hospital due to battery continous discharge. Ingoen, tried to reach patient on three different occassions and was unsuccessful reaching patient to get full details about the incident. Intervention is unknown. This complaint is being submitted due to the nature of the patient claiming they needed medical intervention.